Event description:
Device malfunction: restenosed stent. Time of malfunction: after the procedure. Symptoms/ae: unknown. It was reported the physician stated that after stenting with absolute stents, the stents had a higher restenosis rate compared to non-abbott stents. There was no intervention or adverse patient sequela reported. Though requested, further details regarding the incidents could not be provided.

Manufacturer narrative:
The device was not returned for evaluation. Restenosis may occur during this type of procedure and is listed in the instructions for use as restenosis is a known possible adverse event associated with the use of the device. As part of the manufacturing quality process, there are 100% nitinol stent visual inspections, nitinol stent dimensional inspection, and 100% auto radial force testing. The purpose of the radial force testing is to determine the force that a self-expanding stent applies at a predetermined stent to artery ratio. The information provided in the case description is not sufficient to determine a relationship between the event and an abbott vascular product deficiency. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.